Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced over the lens to mid-nozzle. The lens was partially advanced into the nozzle entry area. The trailing haptic was folded onto the optic surface underneath the plunger. The leading haptic was folded back onto the anterior optic surface. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was indicated. The root cause cannot be determined for the repotted complaint. A plunger override was observed. The plunger override was most likely the intended complaint. The trailing haptic was folded correctly under the plunger. The plunger position at mid-nozzle with the lens still partially in the loading area may indicate the plunger was advanced too rapidly. The IFU(instructions for use) instructs: take at least 7 seconds to gently fold the iol (intraocular lens) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. A plunger overrider may occur: ¿ due to rapid advancement faster than the IFU recommended rate. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, lens did not load correctly, trailing haptic and possible scratch on lens. There was no patient contact and no patient harm. The procedure was completed with another lens with the same diopter.